Event description:
The device was returned with no information provided. The reporter returning the product was not aware of a complaint associated with the product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return products analysis (rpa) laboratory finished out the destructive analysis. No new/additional anomalies were found during destructive analysis. Analysis is complete and the previous analysis finding will remain unchanged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on april 21, 2017. The patient's weight was provided as (B)(6) pounds. In response to being asked why the patient's pump was replaced, the healthcare provider stated that at the time of the replacement, the patient's pump was at 5.5 years. It was reported that this was a routine pump replacement.

Manufacturer narrative:
(B)(4).